Event description:
During a robotic surgery, the tip of the robotic spatula instrument broke off while being removed from the robotic arm. Surgeon explored the wound thoroughly and no foreign objects were found in the patient. X-rays were not taken because missing pieces are not radioopaque. The broken pieces were not found. Surgeon aware. Intuitive surgical rep was present and witnessed the incident. This particular instrument was purchased in 2008 and is a limited life instrument that is resterilized in our facility. This particular instrument can be used for 10 times before replacement is required. This device had been used 7 times.